Manufacturer narrative:
Per the clinic, the magnet was removed and a new magnet was placed on (B)(6) 2020. This report is submitted on november 9, 2020.

Event description:
Per the clinic, the magnet was removed and a new magnet was placed on (B)(6) 2020.

Manufacturer narrative:
This report is submitted on august 4, 2020.

Event description:
Per the clinic, the patient experienced pain at the magnet site, following a magnet dislodgement during an MRI (specific date not reported). Surgery to replace the magnet is planned, but has not taken place at the time of this report.